Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The device remains in use. It was later noted that the sensitivity of the device sensing channel was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing, ventricular (non-sustained tachycardia) nst less than equal to 200 ms average v-cycle between (B)(6) 2011 and (B)(6) 2011. Lead integrity alert triggered, programmer data shows a lead integrity alert on (B)(6) 2011. Patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The device remains in use. No further patient complications have been reported as a result of this event.